Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode exhibited t-wave over-sensing of noise, resulting in an inappropriate shock. The patient reported during the episode, they were dancing. A request was made to have data from this device analyzed. Data analyst confirmed t-wave oversensing, noise, inappropriate shock and changes in morphology. Rhythmcare provided recommendations for troubleshooting and programming. The device remains implanted. No additional adverse patient effects were reported.